Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024. It was reported when pulling out the suture, the entire swage part was broken. No broken pieces etc. Have remained in the body. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/31/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, the following was received: - please provide lot number : unk. - was there any additional tissue damage as a result of searching for the needle piece?no. -please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) : (B)(6). The following information was received: it was no needle fragments fell into the body due to needle breakage. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.